Event description:
Boston scientific crm received information that this lead was scheduled for extraction after an unsuccessful explant attempt due to a patient infection. A boston scientific field representative reported that the lead, which was previously reported due to a suspected fracture, could not be withdrawn by retracting the helix because the lead had been cut and capped, and the helix mechanism was now non-functional. There was no report of adverse patient effects.

Manufacturer narrative:
This report will be updated if additional information is received.